Event description:
It was reported that the patient came in for an appointment and nothing would register on the heartmate touch monitor when the controller was connected to it. The technician attempted to connected the patient to an older system monitor and a "not receiving data" was message was displayed. The connections were checked and different cable/power module was used with no success. The controller was changed in clinic and the issues resolved. The patient was given a new backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the controller and the monitor was confirmed. A review of the downloaded log file spanned approximately 4 days (on (B)(6) 2000 and on (B)(6) 2021 per time stamp). This data is only from lab testing and shows the controller clock not being set due to commands not being able to be sent to the system monitor. All data from the reported event was over written. System controller, serial: (B)(6), returned with commands to the system monitor not being able to be accepted intermittently. The cable jacket and shielding of the white power cable was stripped revealing a severed blue transmission wire about 3 inches from the controller housing. No other damage was observed. The power cable was swapped and the controller passed all testing; it was able to support pump function for an extended period of time and the communication issues resolved. The root cause for the communication issue was determined to be a severed communication wire in the white power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller including the cables. No further information was provided. The manufacturer is closing the file on this event.